Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) and the cause was not known. Insulin injections were administered to address the bg. As the customer was not currently experiencing a high bg, tandem technical support was unable to troubleshoot and advised the customer to discuss the events with a healthcare provider.